Event description:
Country of complaint: (B)(6). Jammed telescrew had to be explanted due to migration into the hip joint. No harm to patient.

Manufacturer narrative:
Reported device not marketed in the us; however, similar device is. Us reporting agent notified on (B)(4) 2013. Mfg site eval: the loosening of the screw insert is due to the penetration of the femoral head, so that the tensile load was increased to the screw insertion. This is an overload situation on the screws used. There are no hints of material or product deviations.